Event description:
Nurse reported hospitalization due to high blood glucose. Diagnosed with congestive heart failure and high blood glucose. The blood glucose reading at the time of the event was 475 mg/dl. Customer thirsty and urination. Caller stated that customer fell out of bed. Hospital is checking customer for injuries due to fall. The current blood glucose reading is 328 mg/dl. Hospital treating with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.